Event description:
Customer reported the cpu battery went dead and firmware was lost. No pt injury was reported.

Manufacturer narrative:
Received this report without the second page. Per FDA directive on (B)(4) 2011, this report will be processed as is.